Event description:
It was reported the lid and programmer were in disrepair. It was also reported the programmer needed to be updated. Followup indicates the keyboard was loose and there was a missing cover. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector found loose. Lower case hinges are broken. The keyboard hinges are broken and the keyboard slide assembly was intact.